Event description:
It has been reported to philips that there was an unknown issue with the wireless footswitch of the unit. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer did not have a wireless footswitch at installation. The customer was inquiring about the medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) that philips initiated. This is an information request. The customer has a wired footswitch to continue using the system. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, there is no impact on system safety or performance. No actual harm occurred and it has been assessed that a serious injury is not likely to occur, therefore philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.